Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited premature battery depletion. The device will continue to be monitored. There were no patient consequences.